Event description:
A customer reported experiencing multiple occlusion alarms over the past several weeks, leading to blood glucose levels reading ¿high," a specific value was not provided. Customer managed high blood glucose levels by using correction injections. Customer changed the cartridge each time and resumed insulin administration. Reportedly, it was noted that the cartridge was used beyond the recommended 72 hours, and customer acknowledged this upon being informed by technical support.